Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr groshong nxt clearvue catheter and two two-piece connectors. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated, and a split was observed just proximal to the 30 cm depth marker. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split. ¿ tensile weakness at the fracture site (due to material ballooning prior to burst). ¿ granular fracture surface texture (typical of tearing failure modes). A partial blood occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the catheter was placed on (B)(6) and used for intermittent antibiotic administration. There had been no problems until the day before, but when it was administered on the morning of (B)(6), leakage of the drug solution was observed near the insertion site. When the catheter was removed, damage was found about 2 cm distal (outside the body) from the insertion site. (B)(6): during insertion and immediate fluid flow check, there was no resistance to flushing or backflow testing, and no problems were noted. (B)(6), 5:00 pm: bleeding occurred from the insertion site, so pressure was applied with gauze. (B)(6), 10:00 pm: antibiotics (surugacillin + 100cc of normal saline) were administered by natural drip for three hours (a pulsing flush with a 10cc syringe of saline was performed before and after administration). By this point, bleeding at the insertion site had subsided. (B)(6), 6:00 am: a saline flush was performed in preparation for antibiotic administration, and leakage of the medication was confirmed under the dressing. Inspection of the catheter revealed a tear-like break near the 36cm mark. (The catheter was inserted into the vein at 34cm, so this was the part outside the body.) When the catheter was removed, the entire catheter was found to be filled with blood. (The retrieved catheter had been flushed and examined by the nurse who inserted it and was not in its original condition immediately after removal.)